Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. : stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts were pushed distally and twisted on proximal stent struts row 1 and 2. The undamaged distal section of the crimped stent od(outer diameter) was measured and is within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-dec-2016. It was reported that crossing difficulties were encountered.   A 2.25 x 38 synergy ii drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.